Event description:
It was reported that the customer received a no delivery alarm when his reservoir insulin level dropped down to 200 units both during a bolus and while the customer was not actively using the insulin pump. The customer stated that this occurred three times in the past week and had gone through three infusion sets and reservoirs. The customer's blood glucose was 192 mg/dl. Troubleshooting was done. The customer stated that the cannula was not bent. Explained that there may have been an insertion site related issue. Advised to change the infusion set. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.